Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The customer notified the stm that they had replaced the scroll compressor and the pneumatic module assembly (pim). The stm evaluated the iabp unit but was unable to reproduce the customer's reported issue; however, upon review of the iabp log files, the stm observed "max temp comp violated" was logged. The stm performed the compressor output test and observed that the compressor would ramp up and slowly drop down below 1100 rpms, and during nominal operation, the augmentation waveform would decrease in size. The stm found that the pressure regulator o-ring was not properly seated. To resolve any issue, the stm replaced the pressure/drive regulator and the console cover screw kit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a system over temperature alarm. A getinge emergency support consultant (esc) advised the end user to follow the iabp "help" menu. The end user powered down the iabp unit for ten (10) seconds and then turned the iabp unit back on as per the help menu. It was noted that the issue was resolved for a few hours before the system over temperature alarm was repeated. The esc suggested the end user swap out the iabp unit with another iabp unit, but the customer indicated that no additional iabp unit's were available at the time. The esc had the end user obtain a 3-way stopcock and luer-lock 30 or 60cc syringe for manual inflation of the intra-aortic balloon (iab) incase the iabp unit failed before being able to be swapped out. The iabp unit would be sent to the customer's biomed as soon as possible. There was no patient harm and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a system over temperature alarm. A getinge emergency support consultant (esc) advised the end user to follow the iabp "help" menu. The end user powered down the iabp unit for ten (10) seconds and then turned the iabp unit back on as per the help menu. It was noted that the issue was resolved for a few hours before the system over temperature alarm was repeated. The esc suggested the end user swap out the iabp unit with another iabp unit, but the customer indicated that no additional iabp unit's were available at the time. The esc had the end user obtain a 3-way stopcock and luer-lock 30 or 60cc syringe for manual inflation of the intra-aortic balloon (iab) incase the iabp unit failed before the user was able to swap out the iabp unit. The iabp unit would be sent to the customer's biomed as soon as possible. It is unknown if there was any patient harm / injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (evaluation method codes).